Event description:
The customer called the helpline to report a broken belt clip. The customer reported having blood glucose values in the 40s mg/dl. The customer was sent a belt clip replacement. The customer did not troubleshoot for the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.